Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2007 and subsequently was revised on (B)(6) 2012 due to the prosthesis jamming and providing no further extension.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed. Corrected data: product problem corrected to adverse event, custom jts non-invasive distal femur implant corrected to distal femur minimally invasive grower (mig), distal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a non-invasive extendible distal femur implant on (B)(6) 2007 and subsequently was revised on (B)(6) 2012 due to the prosthesis jamming and providing no further extension. This is a supplemental report to 3004105610-2014-00085 ((B)(4)).